Event description:
The facility reported that the device had a front panel malfunction. During onsite service by the field service engineer, the device was found to have a cracked door assembly. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter service event. No add'l info.